Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Sales rep had a conversation with the surgeon, but received no further information. Return of the device for evaluation was requested. No patient information provided.

Manufacturer narrative:
Despite repeated emails and phone calls to the surgeon in attempts to get the device back, no response has been received from the health care provider. The sales rep did meet with the surgeon, and the surgeon indicated that he feels there were compounding patient and technical factors that resulted in pvl (paraprosthetic leaks). They discussed suture technique, sewing ring differences between the magna ease 3300tfx and the perimount valve. He will use the perimount in more challenging annuli. He did not feel this event was due to a problem with the valve itself. Surgeon has disassociated the device.

Event description:
Reportedly, the device was explanted for unknown reasons. No additional information provided.